Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to patient condition. Additional information received indicates this lead was fractured. No additional information is available at this time. This lead was successfully replaced. No additional adverse patient effects were reported.